Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2021 wherein a paddle lead was implanted, effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 3006705815-2021-00881. It was reported that all 16 contacts on the leads had high impedance. In turn, both leads were explanted on (B)(6) 2021.